Event description:
It was reported that the grips of the endowrist prograsp instrument are broken. No add'l info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the grips are not broken and the instrument moves intuitively when the inputs are manually rotated. The instrument is missing one release lever. The housing is intact, but likely popped off due to mishandling, thereby causing the lever to fall out. Engineering also observed that the distal end of the maint tube has three adjacent deep scratches with material removed. The scratches are all roughly .015 inches long and not aligned with the tube axis, suggesting that they were most likely caused by instrument collisions. The endo wrist instrument instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.